Manufacturer narrative:
Concomitant product(s): d274drg ICD, implanted: (B)(6) 2010, d314drg ICD, implanted: (B)(6) 2011. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a generator change out procedure, it was noted that there was a small crack in the right ventricular (rv) lead insulation on the pace/sense portion. The patient was noted to have had chronically elevated rv thresholds. The lead was repaired using a repair kit and the lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the rv pacing impedance and threshold are slowly increasing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.